Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touch screen was intermittently unresponsive. Customer¿s blood glucose level was not impacted. At time of speaking with tandem technical support, the touchscreen was found to be functioning properly. Reportedly, customer performed a pump reset and the issue was resolved.